Event description:
Procedure type: total endo hip-prosthesis. According to the reporter: there was a "deep infect with infect of the implanted osteo-synthetic material. Two revision surgeries on the hip were necessary. Indication cox arthrosis."

Manufacturer narrative:
Initial report sent: 04/25/2008.